Event description:
(B)(6) 2026: while placing an indwelling cannula for a patient, it was discovered that the positive-pressure connector on the cannula was damaged and could not be connected to the IV infusion set. After replacing it with a prn cap, the infusion proceeded normally.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.